Manufacturer narrative:
Reliability analysis inspected six opened/used sensors and performed testing. All six sensors passed per specification with accurate readings.

Event description:
It was reported that the customer had an issue with the sensor glucose reading and the blood glucose reading being considerably far apart. Customer's blood glucose level was 136 mg/dl. Sensor glucose level was 75 mg/dl. Call was disconnected. Customer was called back, but call was unsuccessful. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.